Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was hospitalized. The patient was hospitalized and diagnosed with peritonitis. Initially it was reported that the cause of the peritonitis was touch contamination by the patient. Additionally, the patient reported that the pd catheter (not a fresenius product) was scheduled to be removed. During subsequent follow-up, the pdrn reported that the patient¿s pd cultures returned positive for pseudomonas (species unknown). This is a water-borne organism and the cause was not touch contamination. The patient¿s well-water was the source of the organism which was transmitted through the patient¿s shower. Per the pdrn, due to the patient living on the eastern shore, sea water can get into the well water. The patient did have the pd catheter (not a fresenius product) removed. The patient is completing hemodialysis for 90 days and then will have a new pd catheter placed. Prior to returning to pd therapy, the pdrn must do a home visit and take water quality samples from the patient¿s home. The pdrn does not have any information related to the antibiotic therapy that the patient was receiving. The patient will be sent to a transitional care unit (tcu) pending hospital discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is no temporal or causal relationship identified between peritoneal dialysis and use of the liberty cycler set and the patient event of peritonitis. Additionally, there is no allegation of a cycler set defect reported for the event. The patient¿s pd culture resulted positive for pseudomonas which was identified as a water-borne organism. The patient¿s well-water was the source of the organism which was transmitted through the patient¿s shower. The patient would not be showering while connected to the liberty select cycler. The patient required the pd catheter to be removed as this organism can contaminate the plastic materials found in devices that are left inside the body. It is important to clean and disinfect regularly with particular vigilance paid to showers, sink basins, and baths to prevent any bacterial growth and build-up of biofilm. Based on the available information and no evidence or allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was hospitalized. The patient was hospitalized and diagnosed with peritonitis. Initially it was reported that the cause of the peritonitis was touch contamination by the patient. Additionally, the patient reported that the pd catheter (not a fresenius product) was scheduled to be removed. During subsequent follow-up, the pdrn reported that the patient¿s pd cultures returned positive for pseudomonas (species unknown). This is a water-borne organism and the cause was not touch contamination. The patient¿s well-water was the source of the organism which was transmitted through the patient¿s shower. Per the pdrn, due to the patient living on the eastern shore, sea water can get into the well water. The patient did have the pd catheter (not a fresenius product) removed. The patient is completing hemodialysis for 90 days and then will have a new pd catheter placed. Prior to returning to pd therapy, the pdrn must do a home visit and take water quality samples from the patient¿s home. The pdrn does not have any information related to the antibiotic therapy that the patient was receiving. The patient will be sent to a transitional care unit (tcu) pending hospital discharge.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.